Event description:
A caller reported an occlusion alarm that cts could not verify in the pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the cartridge and resuming insulin delivery, and no additional assistance was deemed necessary.